Manufacturer narrative:
Cylinder was functional. Cylinder had a wear leak. Pump performed within specifications. Reservoir performed within specifications. Tubing was functional.

Event description:
The ipp device was removed from the pt, reason not indicated. Ams has requested add'l info. Info received on 10/6/97 indicates reason as fluid loss-leakage.